Event description:
It was reported that: while ventilating a patient, the ventilator alarmed and the display went blank. The user attempted to remedy the problem by depressing the power button and verifying the ac connection, but the occurrence was still noted. The patient was manually ventilated with an alternate ventilation device and tehn switched to another ventilator.